Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon evaluation, the electrode belt failed incoming functional testing. The cause for the failure was isolated to an open white pulse wire in the trunk cable. There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire. Patient was received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.